Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for 4 days and tandem's technical support educated customer on cartridge labeling. Customer's blood glucose was approximately 200 mg/dl. Reportedly, the cartridge was changed to address the event and insulin delivery was resumed.